Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open anastomosis procedure, the anvil detached from the device during removal after the anastomosis was formed. The anvil fell into the cavity of the patient however the surgeon was able to retrieve the anvil and the donuts looked good. There was no patient injury.